Event description:
A customer contacted baxter's (B)(4) to report his transfer set became separated from his catheter. The technical service representative (tsr) asked the home patient (hp) if the catheter had been covered with a bandage or dressing. The hp stated he reconnected his transfer set to the catheter. The tsr advised the hp to call his peritoneal dialysis (pd) nurse as soon as possible. The tsr advised the hp he should go to the emergency room (ER) if he did not get any response from his nurse due to a risk of infection. The tsr advised the hp not to perform therapy until he had spoken to his nurse or doctor or had gone to the ER. The hp stated he had not started therapy, he was in the bathroom when the catheter became separated. Product surveillance contacted the pd nurse regarding the reported event. The nurse clarified that the hp's transfer set became loose from the catheter and that there was no actual separation. The hp came into the clinic and had the transfer set replaced and was given (B)(6). The nurse stated the sample wad discarded. The nurse stated cultures were drawn and they all came back negative. The nurse explained there was no patient injury as a result of this event and that the hp is doing well on therapy.

Manufacturer narrative:
(B)(4). Per the nurse, the sample was discarded.